Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with a bolus bringing their blood glucose down to 377 mg/dl. The customer was not hospitalized. The customer was advised to change their reservoir set as soon as possible. The customer did not return the product back for analysis.